Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) /2016, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. Reportedly, the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no reported signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 01/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/04/2017 with the following findings: a review of the black box indicated multiple loss of prime warnings had occurred. The pump powered on normally and successfully completed ez-prime steps. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The force sensor calibration was within specifications. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored.